Event description:
It was reported that during the patient's ipg replacement procedure (reference MFR report: 1627487-2013-21422), high impedances were exhibited on multiple contacts when the scs lead was connected to the replacement ipg. The sjm representative switched the lead tails in opposite ports to no avail. As a result, stimulation could not be achieved. The lead was then tested individually and yielded normal impedances. As a result, a new (second) ipg was implanted which resolved the issue. The patient is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.